Event description:
Family member called to report customer was admitted to the hospital. Family member has been to hospital and has pump in their possession. Assisted family member with troubleshooting and pump appeared to be functioning properly.